Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow-up. The device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made.